Event description:
A system operator reports the laser stopped firing several times during calibration and during procedures. The system operator stated the surgeon was happy with the pt's results and there was no pt harm/injury.

Manufacturer narrative:
Reporting of this complaint at this time is based on receipt of a letter from the FDA in 2008 in which the agency informed alcon that complaint (event date; 2006) should have been reported as a serious injury MDR. As a result of that injury report, a 2-year reporting timeframe was initiated for all complaints of the same type. All complaint files for the ladarvision4000 were reviewed for this type of event starting from 2006. This MDR filing is a result of that retrospective review. Determination of root cause: assessment; during the on-site investigation, the technical manager (tm) could not reproduce the laser stop firing issue, but identified the event while reviewing the surgery database. The tm also identified a discrepancy between the shot counter and the console counter. A second tm was sent to the site and was able to duplicate the laser stop firing during testing. The tm replaced the laser chassis which resolved the laser stop firing issue. The second tm also recalibrated the console shot counter which addressed the shot discrepancy and performed a successful system verification. The returned laser chassis was bench tested by manufacturing, but the laser stop firing issue could not be duplicated. Conclusion: based on the results of the investigation, the root cause of the reported issue is component related, specifically the laser chassis.